Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported low blood glucose (bg) nadir 40 mg/dl following a breakfast announcement (bolus). The user¿s bgs returned to range after self-treatment, and additional training was scheduled with a clinical diabetes specialist.